Manufacturer narrative:
Correction: section g3 of the initial report was inadvertently submitted as 08feb2024, the correct g3 date for the previous report was 07feb2024. Manufacturer¿s investigation conclusion: the reported event of power cable disconnect, low voltage hazard, and no external power alarms while connected to the mobile power unit (mpu) was confirmed. The submitted controller event log file contained data spanning 12 days ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamp). The log file captured power cable disconnect, low voltage hazard, and no external power alarms due to temporary losses of power while connected to the mpu on (B)(6) 2024 from 1:09:44 to 1:10:08 and 13:48:42 to 13:48:49. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. No product was returned for evaluation. Additional information provided stated that there was a temporary loss of power to the patient¿s home at the time of the alarms. The root cause of the reported event was determined to be losses of power to the patient¿s home while the patient was connected to the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a temporary loss of power at home and the mobile power unit had a v-lock connector on the ac power cord.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with dyspnea and fatigue. There were no low flow alarms or hazard alarms present. Log files were submitted for review and captured power cable disconnect, low power hazard, and no external power alarms while on connected to the mobile power unit (mpu) on (B)(6) 2024 at 01:09 and 13:48. This was caused by power to the mpu being briefly interrupted. This may have been due to the mpu alternating (ac) power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no pump interruption during these events as the system controller¿s backup battery (ebb) functioned as intended. Otherwise, the log file contained a few pulsatility index (pi) events and routine power cable disconnects during power change. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.